Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the recipient suffered from a head trauma causing an infection and a migration of the implant housing from its intended position. A revision surgery was performed; however, three days after the recipient suffered from a skin breakdown and device extrusion. Following a severe infection developed and the device was explanted. This is a final report.

Event description:
The recipient fell over, this led to a revision surgery for an implant bed readjustment as the implant had displaced downwards. A hematoma was present at the time followed by a small abscess ended with a fistula. On (B)(6) 2024, the recipient had the revision surgery followed by evacuation of all the infection signs collected in the fistula. The ent physician was involved and has made the decision to admit him immediately at the clinic for explantation, aiming for a good wound healing.

Event description:
The recipient experienced falling down, this led a revision surgery for an implant bed readjustment as the implant was displaced down. A hematoma was present at the time followed by a small abscess ended with a fistula. On (B)(6) 2024, the recipient had the revision surgery followed by evacuation of all the infection signs collected in the fistula. The ent physician was involved and has made the decision to admit him immediately at the clinic for explantation, aiming for a good wound healing.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.